Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary: this complaint has been evaluated. A review of the last three product monitoring review's (pmrs) for trends indicated no trends for this issue on this product. Historical complaint data from february 01, 2017 to february 28, 2019 was reviewed as it relates to reports for product icc 413419. A total of 3 complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported 10 wafers were cut off center right out of the box which caused the tape and the mass to separate. No harm reported and no photo provided.